Manufacturer narrative:
(B)(4).

Event description:
It was reported "sheath fell apart when trying to perform procedure on patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and catheter for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that the sheath extrusion did not tear down the score lines towards the tip, causing the tabs and extrusion to separate from the distal portion of the sheath. The separated tip portion was still attached to the catheter and not torn. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down both score lines except at the separated tip portion. It was additionally noted that the tear at the score lines was irregular/partially scalloped, which is not the intended appearance of the score lines once torn. Functional testing could not be performed due to the condition of the returned sample. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. The following relevant findings were identified: for part number eb-01042-002 with batches 34c22a0173, 34c21m0002 and 34c22c0033, the device history records revealed 1 non-conformance involved with the batch 34c22c0033 regarding a peel away sheath tearing incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The customer report of the peel-away sheath tearing incorrectly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the extrusion did not tear down the score lines towards the distal tip, resulting in separation of the sheath. The appearance of the torn score lines was additionally irregular/partially scalloped which is not the sheath's intended appearance. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "sheath fell apart when trying to perform procedure on patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".